Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy1271 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " 4f dl PICC inserted on saturday, august 6. Vat nurse, reports that there was no resistance upon insertion and threading of wire/PICC. He did have to cut the PICC three times and rethread to check measurement before placement was complete. At the end of the procedure, nurse noticed that the end of the stylet was not discolored as it normally is. He looked around the room and did not find the piece of broken wire and then reported it to the hospitalist. They completed an x-ray to look for the piece on saturday and believe that they saw it in the coronary artery. However, after going in to retrieve the piece, they could not find it and said they did not believe it was in the patient's vasculature."

Event description:
It was reported " 4f dl PICC inserted on (B)(6). Vat nurse, reports that there was no resistance upon insertion and threading of wire/PICC. He did have to cut the PICC three times and rethread to check measurement before placement was complete. At the end of the procedure, nurse noticed that the end of the stylet was not discolored as it normally is. He looked around the room and did not find the piece of broken wire and then reported it to the hospitalist. They completed an x-ray to look for the piece on saturday and believe that they saw it in the coronary artery. However, after going in to retrieve the piece, they could not find it and said they did not believe it was in the patient's vasculature." Medwatch received: ""PICC line in the special needs patent it was not a difficult placement but did have some difficulty getting in down into the svc. The tip of the PICC per the sherlock image went straight across or curved back on itself a few times before descending into the svc. Because of the special needs aspect of the patient and physical attributes the PICC line had to be removed and trimmed 3 times total to achieve proper length. But it went down into the proper svc placement. After placing the line I was putting the dressing on and gathering my sharps when I notice the tip of the 3cg stylet was not intact. I quickly withdrew 10 ml blood hoping it would withdraw the tip if it was still in the PICC line itself, to no success. I had already flushed the line as part of the conformation procedure for place the PICC line. I did carefully look around on my sterile field to see if I could see the tip but did not see it. It appears approximately 3 cm is missing when compared to an intact 3cg stylet. I finished the remanded of the procedure. I notified the nurse and requested a pcxr, which was done and also talked with provider. The chest xr did show a possible metallic object and recommended a CT for more details. X-ray: linear densities overlying the left midchest region and right abdominal region. These could represent foreign bodies, or external artifact. CT may be of value to further assess. CT chest 1: there is a linear metallic density involving the lingular region measuring 1.8 cm. X-ray: small metallic foreign body is still projecting overlying the lingula 1.3 cm. PICC line is in the right atrium." Per medwatch: ""PICC line in the special needs patent it was not a difficult placement but did have some difficulty getting in down into the svc. The tip of the PICC per the sherlock image went straight across or curved back on itself a few times before descending into the svc. Because of the special needs aspect of the patient and physical attributes the PICC line had to be removed and trimmed 3 times total to achieve proper length. But it went down into the proper svc placement. After placing the line I was putting the dressing on and gathering my sharps when I notice the tip of the 3cg stylet was not intact. I quickly withdrew 10 ml blood hoping it would withdraw the tip if it was still in the PICC line itself, to no success. I had already flushed the line as part of the conformation procedure for place the PICC line. I did carefully look around on my sterile field to see if I could see the tip but did not see it. It appears approximately 3 cm is missing when compared to an intact 3cg stylet. I finished the remanded of the procedure. I notified the nurse and requested a pcxr, which was done and also talked with provider. The chest xr did show a possible metallic object and recommended a CT for more details. X-ray: linear densities overlying the left midchest region and right abdominal region. These could represent foreign bodies, or external artifact. CT may be of value to further assess. CT chest 1: there is a linear metallic density involving the lingular region measuring 1.8 cm. X-ray: small metallic foreign body is still projecting overlying the lingula 1.3 cm. PICC line is in the right atrium."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.